Manufacturer narrative:
(B)(4).

Event description:
They were able to aspirate the reservoir, but unable to fill it. They tried a smaller syringe with higher pressure, but they still were unable to fill it. They took a lateral x-ray and the bellows appeared to be empty and uniformly compressed against the bulkhead. The device system was used to deliver fentanyl and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.